Manufacturer narrative:
Future date of explantation: (B)(6) 2022 . Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 300cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, post-procedure. As a result, the patient has been scheduled for bilateral removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On march 29, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant had an area of shell abrasion on the posterior view. In addition, a crease was observed within the area of shell abrasion and extended to the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On february 28, 2022, mentor received additional information indicating that the patient was initially diagnosed with right breast lump and left breast swelling. During the explantation surgery on (B)(6) 2022, it was that it was only the left breast implant that was ruptured and the right breast implant was removed intact. Subsequently, the implants were replaced with the following: (left) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 9668370 sn: (B)(6) and (right) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 9638852 sn: (B)(6). On march 8, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast mass this medwatch form is for the right breast prosthesis.